Manufacturer narrative:
Concoitant medical products: other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a small left-sided subdural hematoma. This was of sufficient concern that it was felt not prudent to continue with the procedure, as it was clear this was an acute event that evolved in between acquisition of scans. The CT scan showed subdural hemorrhage along the left cerebral convexity. No further complications were reported.